Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (cloudy) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2016. The device has been returned and evaluated by product analysis on 08/23/2016 with the following findings. During investigation, the pump was returned with moisture visible through the display lens. A leak test was performed and failed due to a crack in the battery compartment along the side, and from a crack at the top right corner between the display lens and pump seal. The pump was opened to find moisture throughout the pump casing. The battery compartment was also cracked from the case seal to the bumper, a leak was not found at this location.